Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter inflation lumen had been broken and not used.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Evaluation found tear at inflation funnel. Origin of tear could not be determined. Exact cause of sample condition could not be determined and possibly occurred post manufacturing.potential root cause could be roughly handling during stripping process or exposed to sharp object. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damage. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. This product contains natural rubber latex which may cause allergic reactions." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter inflation lumen had been broken and not used. Per additional information via e-mail, from ibc representative on 22jul2020, evaluation found tear at inflation funnel part of catheter.